Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 548mg/dl and treated with manual injections. Customer stated that the pump was recognizing batteries, but had another message that she didn't remember. Customer was unable to troubleshoot because she didn't have the pump. The insulin pump will not returned for analysis.